Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 4.0 x 28mm xience sierra stents were implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted with posthemorrhagic anemia and other unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.